Event description:
Baxter reported that a nurse contacted the sales representative and reported a spike was broken, when it was connected/separated by a clean flash device. The actual sample is available for evaluation. There was no patient injury or medical intervention.

Manufacturer narrative:
The initial report indicated the sample is available for evaluation. If additional information/sample evaluation becomes available, a follow up report will be submitted.